Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years, 11 months due to severe aortic stenosis with increase gradients. The patient presented with shortness of breath.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 11 months due to severe aortic stenosis with increase gradients. The patient presented with shortness of breath. The tavr was performed with a non-edwards device. The patient was stable post-procedure and discharged on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2, b3, b5, b7, g3, g6, h2, h6 (impact code).